Event description:
On (B)(6) 2010, our facility received the following report via the medwatch form. The patient underwent a liver biopsy with the microvasive gun and had no immediate complications. On (B)(6) 2010, the patient was admitted to the hospital with hemophilia with hematoma as a complication of the liver biopsy performed on (B)(6) 2010.

Manufacturer narrative:
The 16ga device was used for a liver biopsy. No product complications were noted during the procedure. The device is unavailable for investigation. No related in-process defects were found. In the past 24 months, we have received one other report of a patient hematoma with the biopince device. In that case, the physician had difficulty firing. For this report, the territory manager has met with the director of the hospital to ensure the correct technique is being used with the device. Without the device to review, we cannot confirm there was a product malfunction.